Event description:
In the past 2 years, my wife's covidien kangaroo gastrostomy feeding tube 24/fr ref 8884720247 has had to be replaced at 8-10 times. This is due to the balloon (filled with saline) that anchors the balloon in the stomach develops holes and it deflates. The most recent trip to the hospital was this morning to have it replaced again and the remainder of the trips has been over the past two years. This can be documented by hospital ER records. This involves a trip to the emergency room and a new one has to be inserted, inflated and x-rayed. I have to bring my own feeding tube as the hospital's ER rarely stock this size. I have to conclude there is a defect with the material that is used in the balloon for this to happen so often and it could put my wife in a dangerous situation if there was a delay in getting her to the hospital. My wife was the victim of a drunk driver while (B)(6) shopping on (B)(6) 2011 and is a quadriplegic, with traumatic brain injury. She becomes agitated and her anxiety builds up when these incidents happened. None other than the numerous emergency room records of her admissions.